Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced unspecified issues with a non-tandem infusion set. Reportedly, this caused the customer¿s blood glucose to become elevated. The customer declined to provide additional information regarding the event and infusion set product information.